Event description:
Philips received a complaint on the intellivue x3 device indicating that spo2 measurement for a patient dropped to 88%, but an arterial gas measurement taken on the same patient and time showed 98%. The staff took several arterial gas measurements, since the patient really needs a high oxygen gas level on the ventilator. All gas measurements show the same value. The spo2 wave looked good with perfusion > 10. The staff had tried changing the spo2 base cable and sensor, but there was no difference. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) indicated that the issue was escalated with the sensor manufacturer massimo. According to a philips product support engineer (pse), the issue was found to be with the masimo rainbow spo2 measurement together with a masimo sensor and a masimo adapter cable. For all three items the technology is owned by masimo corporation; philips does not have any detailed knowledge of this technology. According to the information about this customer site, the hospital was using philips fast spo2 measurement before they switched to masimo rainbow spo2 measurement. There are differences between the philips fast spo2 algorithm and the masimo rainbow set algorithm. Therefore, in some situations, the masimo rainbow set measurement might behave differently compared to the philips fast spo2 measurement. Likewise, the sensor application of the masimo spo2 sensors is different to the application of the philips spo2 sensors. The rse indicated that local meetings have been held with masimo representatives and the customer and come up with a plan that involves further education of the staff on how to use the masimo technology in the best way. Based on the information available, the cause of the reported problem is the masimo spo2 sensor. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.